Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2026 and (B)(6) 2026. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced difficulty adapting to a preloaded multifocal intraocular lens (iol) implanted in the left eye, with complaints of hazy vision at all distances and difficulty reading, attributed to the diffractive optics. Best-corrected vision was not clear; however, there was no loss of two or more lines of best spectacle corrected visual acuity (bscva) and no evidence of over- or under-correction. Due to persistent visual dissatisfaction, the iol was explanted on (B)(6) 2026 and replaced with a johnson & johnson monofocal iol of the same diopter. Pre-operative refraction was +2.50 -0.75 x60 with bscva of 20/20-2. Post-operative refraction was plano -0.25 x175 with bscva of 20/25, consistent with the intended plano target. No pre-existing conditions were reported. No additional medical or surgical interventions beyond the lens exchange were required, and no medications outside the standard of care were prescribed. No additional surgical interventions are planned. The patient outcome was reported as high satisfaction with the replacement lens. No further information was provided.